Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 968 mg/dl. Customer reported vomiting all day prior to the hospitalization. Customer stated that the battery on her insulin pump died without any warning or alarms. Customer also stated that she was too lazy to change the batteries on her insulin pump. Customer was treated with insulin at the hospital while she was in coma. Customer stated that the insulin pump is working as expected. Customer also mentioned a no delivery alarm that was resolved with a set change and a sensor issue. Customer declined any troubleshooting as this was a past event. Customer's current blood glucose reading is 163 mg/dl. No further information reported.